Event description:
Additional information received indicates that the competitor intravenous left ventricular (lv) lead was surgically abandoned and an epicardial lv lead was implanted. Prior to the procedure, the physician noted a hematoma and a possible infection. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and competitor left ventricular (lv) lead exhibited oversensing and pacing inhibition. The lv sensing vector was reprogrammed, which resolved the oversensing. After this, high lv thresholds were observed and the device and lv lead exhibited loss of capture of the lv. The patient had felt tired since their last device replacement procedure. Therefore, it was suspected that the lv lead had dislodged at the device replacement procedure. The physician plans to revise the lv lead. The device remains in service. No adverse patient effects were reported.

Event description:
Additional information received indicates the lv lead dislodgement was confirmed via x-ray. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information received indicates the patient's cultures tested positive for infection. Subsequently, the patient's device, competitor right atrial (ra) lead, and competitor right ventricular (rv) lead were explanted. The competitor lv lead and the epicardial lv lead were surgically abandoned. No additional adverse patient effects were reported.